Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax necessitating chest tube placement and hospitalization. The target nodule was situated in the right middle lobe, near a fissure and pleural surface. The procedure was completed as planned without any delays or issues with the ion device. Post-procedure, the patient experienced chest pain and shortness of breath. A follow-up chest x-ray revealed a 2-centimeter pneumothorax, prompting chest tube placement for resolution. The patient was admitted to the hospital and discharged after several days. The physician indicated that the pneumothorax was not related to the ion device and was an anticipated complication due to the nodule's location, suggesting it could have occurred with another modality. No device malfunction was associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.